Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in which was reported to have leaked at the location of the filter during patient infusion of an unspecified chemotherapy medication. There were no obvious defects noted on the tubing set such as cracks or breaks with no any hole, cut, tears or any other defects noted. There was no cassette failure. The tubing was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital. The customer reported that the medication was inhaled after the leak occurred. It was also stated that the product was inhaled. There was patient involvement but no patient harm reported as a consequence of this event.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. E1 - phone number as provided - (B)(6).